Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead dislodged. A lead revision was performed and the lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead was found to have been dislodged. A lead revision was was required needing another lv lead to be implanted. Additional information received field representative stated that dislodgement was confirmed using fluoro and by checking the threshold. The lead was explanted. No additional adverse patient effects were reported.